Event description:
Event description guidant received information that the patient with this pacemaker presented to the hospital with an intrinsic rate in the 30's. It was noted that the device was pacing in vvi-elective replacement past (erp) parameters and that the patient may have been lost to follow-up.